Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, difference in sensor glucose and blood glucose readings and the insulin delivery was suspended. The customer was also received change sensor and calibration not accepted alerts. The customer reported blood glucose was 50 mg/dl and sensor glucose value were 170 mg/dl at the time of incident. The event involved product(s) mmt-7040a. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values was beyond 30% limit which is not within range. Troubleshooting was performed for sensor alerts and customer was advised to replace the sensor. No further patient complications were reported. The customer discontinue use of the device. Mmt-7040a is requested and customer response was device returned for analysis. Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia, difference in sensor glucose and blood glucose readings and the insulin delivery was suspended. The customer was also received change sensor and calibration not accepted alerts. The customer reported blood glucose was 50 mg/dl and sensor glucose value were 170 mg/dl at the time of incident. The event involved product(s) mmt-7040a and mmt-1884l. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values, which was not within range. Troubleshooting was performed for sensor alerts and customer was advised to replace the sensor. No further patient complications were reported. The customer discontinued use of the device. Mmt-7040a was requested and customer response was device returned for analysis. No product return was required for mmt-1884l.